Event description:
Additional information received reported the reason for the patient not having used his device and having been told not to turn it on was due to the possibility of it having interacted with the patient¿s pacemaker. The patient did not have a managing healthcare provider (hcp) as his previous hcp had passed away. Follow-up was performed to determine if a manufacturer representative (rep) had seen the patient. It was determined that the patient had not shown for the rep. The patient wanted to have his device checked to see if it was compatible with his pacemaker. He was trying to find a hcp. This event will be updated if additional information is received.

Manufacturer narrative:
Lead: model 3998, lot # l98558, implanted: 2002 (B)(6), explanted: unk. Extension: model 3495lz, serial # (B)(4), implanted: 2002 (B)(6), explanted: unk. Extension: model 3495lz, serial # (B)(4), implanted: 2002 (B)(6), explanted: unk.

Event description:
It was reported that when the patient got a pace maker he turned on stimulation and was rushed to the hospital. The patient was told not to use his implantable neurostimulator (ins) again. The patient still had pain and was inquiring about a new device. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received from the rep indicating that the patient was doing well post-replacement, this was confirmed by speaking with the patient.

Event description:
It was further reported that the patient's device continued to be unusable. The patient was having difficulty finding a physician to resolve the situation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# l98558, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
Additional information received reported that the device was working fine before the battery depleted. The patient was told by the cardiologist that he could not use the system with the pacemaker, so the patient had not used it since (B)(6) 2009. The manufacturing representative was unsure when the ins battery depleted; if it was before or after the pacemaker was implanted. The patient had a replacement procedure on (B)(6)2015. Patient outcome was not provided. Follow up was requested, but was not available. If additional information is received, a supplemental report will be sent.